Event description:
The event involved a plum 360¿ infuser where it was reported that the device has flow rate failure. No patient involved, no harm and no delay in therapy.

Manufacturer narrative:
The device was received for evaluation. The investigation is pending.

Manufacturer narrative:
Device passed self-test. Could not confirm customer¿s complaint that the device fails volume accuracy test. Device passed volume accuracy (performance verification) test with 20.10 ml. Result is passing per tsm. Probable cause for customer¿s complaint of the device failing volume accuracy test was not found. Visual inspection found incorrect battery installed. Battery was replaced. Pressed change battery soft key. Probable cause: wrong component / part assembly. Visual inspection found broken the fluid shield. The fluid shield was replaced. Probable cause: physical damage due to normal wear and tear.